Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the distal end adhesive was peeled off and the acoustic lens was damaged. In addition to the indicated phenomenon, damage to a-rubber was confirmed. Unable to determine whether the damage was due to stress or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ultrasound gastrovideoscope gf-uct180: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported issue (leakage from the tip) was confirmed and found to be caused by a worn shaft guide. In addition, service found the bending angle was out of specification, there was play in the angulation knob, the universal cord exhibited chemical damage, the right/left knob was scratched, the adhesive of the charge-coupled device cover lens was cloudy, the adhesive on the bending section cover was cloudy, the light guide cover lens was scratched, the distal end was deformed, and the biopsy channel was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was leakage from the tip of the subject device. The reported issue occurred during an endoscopic ultrasound (eus) sampling procedure. The intended procedure was completed using the subject device. There was no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a gap in the adhesive on the distal end, and the acoustic lens surface was damaged which resulted in a gap on the acoustic lens surface. This report is being submitted for the malfunctions found during evaluation of the device (gap of adhesive on distal end and gap on acoustic lens surface).